Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's family member reported that the patient's pulse was lower than "the pacemaker can get". They also stated that the patient feels "like a zombie". The patient's implantable pulse generator remains in use. No further patient complications have been reported as a result of this event.